Event description:
It was reported that the customer inadvertently delivered an incorrect bolus via the pump. Customer's sensor read blood glucose (bg) was low (value not provided). Customer treated low bg with a "glucose vial and physiological vial". Customer went to the emergency room (ER) and was also given a "glucose vial and physiological vial". After a few hours, the low bg as resolved and customer was discharged from the ER. Customer did not sustain any permanent damage. There was no observed issue with the cartridge, insulin or infusion set tubing/cannula. Pump system check was performed and pump was functioning as intended. Customer also reported a data log corruption.; no additional information was provided regarding this issu.

Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.